Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer treated the high blood glucose with a manual injection. The customer explained that they had been on insulin pump therapy for four days. The customer expressed frequent urination as a symptom related to their high blood glucose. While troubleshooting, it was found that the drive support cap appeared normal and that there were no air bubbles present. Upon removal of the infusion set, the customer stated that the cannula looked bent and curved. The call was disconnected before troubleshooting could be fully completed. The customer was advised to call back if issues persisted. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.